Manufacturer narrative:
Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported intermittent blank touchscreen on the vela ventilator. The customer reported patient involvement but there was no allegation of patient injury/harm.

Manufacturer narrative:
Remove statement from initial MDR: " at this time, carefusion has not received the suspect component for evaluation." "A carefusion field service representative went onsite to evaluate the device. The ventilator was identified to not have any flow output due to the turbine not running. A turbine and turbine circuit board has been ordered in order as the suspected resolution to the reported issue. Once the repair and a final evaluation has been completed, then a supplemental report will be submitted."